Event description:
Tampon leaving remnants inside body - vagina [foreign body in reproductive tract]. Tampons break off when trying to pull them out, leaving remnants inside body. [Complication of device removal]. Tampons break off, coming apart [device breakage]. Consumer contacted via e-mail and stated that she'd had multiple tampons break off when trying to pull them out after use; the tampons were coming apart and leaving remnants inside of her body. No serious injury was reported.